Event description:
A report was received that a patient underwent a pocket revision. The physician relocated the pocket to a more comfortable location for patient. During the revision, the physician replaced the battery, due to the patient not charging before the procedure.